Event description:
Spontaneous call from patient who reported that she was currently in the hospital emergency room. Patient stated that she changed her cassette and tubing last night and went to sleep around 1 am everything was ok. However, she woke up around 7 am this morning to go to the bathroom and she noticed that the cadd ext tubing ¿broke apart and there was blood in the tubing and on the bed.¿ patient went straight to the hospital. She has not informed dr. (B)(6) office yet. Patient is unsure how long the cadd tubing was disconnected before she woke up. She reported that she turned off the infusion on the pump about 45 minutes ago. Patient denied experiencing any changes to her breathing, symptoms or side effects. Patient is on IV remodulin therapy. She was unable to provide the lot number for the cad extension tubing no other information provided. No other information provided. Reported to (B)(6) by: patient/caregiver.